Manufacturer narrative:
Device evaluation: the probe was inspected and noted to be attached to the laser pilot light; red light was observed near the depth stop. The fiber was broken, and the fiber break was described as a high-stress fracture, as the fiber in the break area was shattered. Oily substance was found on the outside of the polyimide layer of the fiber near the break which appeared to be excess uncured ultraviolet adhesive.

Event description:
It was reported that during an ablation procedure, upon checking the laser tip prior to inserting the probe, the light looked dim. The clinical specialist then inspected the umbilicals and noted red laser light was visibly noticeable close to the white and yellow depth lock. There were no patient complications reported in relation to this event.